Event description:
On 2025-dec-04 additional information was received from the patient. They reported that they had a second bad implant. Their primary doctor suggested they see a different doctor. The new doctor ordered an x-ray before and after their surgery. The x-ray showed that the wire from the second implant had not been to the pelvic bone. Their new implant was perfectly placed. It was determined that the second wire had damaged their nerve area, even affecting the bowel elimination. They use a bulb syringe to clean that, about, two inches of the rectum opening so as not to have that full feeling. The doctor suggested that they cath before going to bed, which they do. However, because of the nerve problem and lying in bed, every two hours, they cath. It had become routine but not pleasant to be awakened that many times a night. What they were saying was - there was no problem with their current equipment. Their damaged nerves were their night problem. During the daytime hours, they were fine. Whether or not they completely empty or not didn't matter. They experienced no burning or accidents in voiding. The wire was perfectly placed. If, after reading this, we would like their num bers turned higher or have a better suggestion, please let them know.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. B2: nerve damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note the newest information that came in provided clarity on this entire event, so b5 is reworked to reflect the updated and accurate event description. See h10 for the related report numbers showing the rest of the information that was previously reported here was captured correctly in another event. Continuation of d10: product ID 3889-28 lot# va1ltv6, implanted: (B)(6) 2018 explanted: (B)(6) 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a bad implant that damaged their nerves. On (B)(6) 2025 additional information was received from the patient. They reported that they had their first implant done, they were able to program it regularly and eventually it died due to normal battery depletion. When they replaced it, they pulled the wired, bruised their entire back side. It was determined that the second wire had damaged their nerve area, which required the patient to regularly need to cath. On (B)(6) 2025 additional information was received from the patient. They reported that their lead was not properly placed on their pelvic bone. It was jammed through their tissue, it was very painful and their entire butt was bruised dark blue, which damaged their nerves causing them to need to cath at night because they couldn't completely empty at night. They were ok in the daytime.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that implant was damaged by a catheter and damaged their nerves.